Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4).

Event description:
It was reported that the bd alaris¿ lvp 20d experienced a crack in the portless IV tubing. The following information was provided by the initial reporter: crack in portless IV tubing so oxytocin not infusing into patient. Dripping caught by patient and nurse and nurse replaced tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 1-aug-2022. H6: investigation summary: a complaint of a crack in the tubing causing leakage was received from the customer. A sample was returned for investigation. During visual inspection, no tears in the tubing could be seen. The set was then primed and infused at 250 ml/hr with no issues. An underwater leakage test was then performed and leakage could be seen at the male luer. During the leakage test the male luer separated from the rest of the set. A device history record review could not be performed on model 10942011 because the lot number is unknown. The manufacturing plant was notified of this defect. An investigation was done by the plant and the root cause was determined to be lack of solvent from an incorrect adjust on the solvent dispenser.

Event description:
It was reported that the bd alaris¿ lvp 20d experienced a crack in the portless IV tubing. The following information was provided by the initial reporter: crack in portless IV tubing so oxytocin not infusing into patient. Dripping caught by patient and nurse and nurse replaced tubing.